Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was explanted due to infection. It was also reported that the site was open and was oozing. There were no additional adverse patient effects reported.